Event description:
It was reported that flogard infusion pump experienced a low battery alarm. It is unknown when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was evaluated by a baxter technician at the customer site. The device failed the power on self test due to the battery low alarm. This confirmed the reported condition. The root cause was determined to be defective main battery. The main battery was replaced to address the reported condition and the device was returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.